Manufacturer narrative:
H10: the biomedical engineer (bme) called technical support to report that a 1203 "low leak-co2 rebreathing risk" alarm error message was displayed. The bme therefore requested to have an authorized service provider (asp) arrive onsite to evaluate and repair the device. The remote service engineer (rse) recommended that the customer should replace the air & o2 flow sensor assembly. H11: additionally, it was reported there was no patient involvement at the time the issue was discovered.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 1203 "low leak-co2 rebreathing risk" alarm error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that a 1203 "low leak-co2 rebreathing risk" alarm error message was displayed. The investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (bme) called technical support to report that a 1203 "low leak-co2 rebreathing risk" alarm error message was displayed. The bme therefore requested to have an authorized service provider (asp) arrive onsite to evaluate and repair the device. The remote service engineer (rse) recommended that the customer should replace the air & o2 flow sensor assembly. An asp was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue and after performing a gas delivery system (gds) replacement, the asp verified that the device successfully passed all performance verification testing (pvt). The device was returned to service. The investigation concludes that no further action is required at this time.